Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(6) affiliate, after insertion of the esheath, the physician reported that there was more bleeding from the esheath than usual. When the clinical specialist observed, the hemostasis valve was functioning while a guidewire went straight through the center of the sheath, but bleeding occurred when the guidewire was moved even slightly. No additional transfusion was given for this bleeding.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The following was observed upon visual inspection: a kink was present on the sheath shaft, approximately 6.5¿ from the distal tip. It is possible that the kink occurred during return shipping of the device. Minor scratches were present on the sheath shaft. No other abnormalities (including liner tear or distal tip damage) were observed. The sheath expanded as designed. As part of the functional testing, the sheath was flushed at the stopcock housing. With no device inserted, no leakage was observed. When a sample 0.035¿ guidewire was inserted through the sheath, no leak was observed with the guidewire stationary and the device flushed. However, a small leak was observed from the cross slit seal when the device was flushed and the guidewire was manipulated. Testing was not performed using a pressurized hemostasis chamber because a leak was observed during manual flushing, thus confirming the reported leakage. With the guidewire inserted, a small gap was observed in the cross slit valve as the guidewire was manipulated. The function of the cross slit valve is to provide hemostasis when a guidewire is inserted into the sheath. The sheath housing was disassembled for further visual inspection on the cross slit valve. Slight damage/tear was observed on the cross slit valve inner diameter (ID) material. As the guidewire becomes positioned/lodged within the damage/tear during guidewire manipulation, fluid is allowed to leak from the resulting gap. Dimensional testing was unable to be performed. No measurements were taken on the cross slit valve because of the previously described damage. Due to the nature of the event, no other components are suspected to contribute to the complaint. A device history record (DHR) review performed did not reveal any manufacturing related issues that could have contributed to the event. Review of lot history for this work order did not reveal other similar complaints related to the reported sheath housing - hemostasis valve leakage. Review of the complaint history for the month of (B)(4) 2016 revealed that the occurrence rate did not exceed the edwards expandable sheath (esheath) control limits for this trending category. During manufacturing, the cross slit valve underwent 100% inspection to ensure that the slit width met specification. All valves were 100% visually inspected on both sides for cleanliness and mechanical damage (holes, tears, breaks, etc.) Prior to assembly into the sheath housing. Samples from the work order were inspected and tested, including a test for hemostasis with a guidewire inserted. All tested samples passed the testing with no leakage observed. The reported sheath housing hemostasis leakage was confirmed and a potential manufacturing defect was observed on the returned sample. A damage/tear was observed on the cross slit valve. The cause of this damage was not able to be determined. Based on the case information provided and review of lot history, it was not possible to determine if the damage occurred during device manufacturing assembly or handling/usage of the device at the site. A corrective or preventative action is not required due to the severity/criticality and occurrence rate for this low failure mode. A manufacturing issue could not be conclusively eliminated as a root cause. Prior to this complaint an awareness training was performed for the manufacturing department covering, device inspection for cross slit valve damage. The device related to complaint (B)(4), was manufactured prior to the awareness training which was performed. Review of the complaint history for the month of (B)(4) 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. No IFU/training deficiencies were identified. Therefore, no further action is required at this time. Trending for this issue will continue to be monitored.